Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and obtryx to mid-urethral sling system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to urinary incontinence, cystocele and rectocele. It was reported that following insertion the patient experienced extrusion, urinary problems, recurrence dyspareunia and other unspecified problems. It was reported that the patient underwent mesh revision surgery on (B)(6) 2009 due to mesh exposure. (B)(4).